Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 8.9 mmol/l at the time of incident. Customer's parent stated that the insulin pump had a recurring stuck button alarm . Customer's parent stated that the buttons were responsive and will check the battery cap and will change the battery then monitor the insulin pump. The insulin pump is not expected to return for analysis.